Manufacturer narrative:
At the time of this report the device has not been returned to verathon for evaluation, however the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would intermittently distort and drop out. No delay in the procedure or use of a back-up device was reported. No harm to the patient or user was reported.

Manufacturer narrative:
During a follow-up the customer indicated they elected to replace the glidescope avl video baton 3-4. Upon review of the device history for the serial number (B)(4) it was determined that the device was manufactured on 21-sep-2015 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely that the age of the device, two (2) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.